Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and crease fold. Leak test was performed found an opening on anterior. A microscopic analysis was performed which identified a sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is a sharp opening on plug strap disk shell assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.